Manufacturer narrative:
Device passed the displacement test. Device received compromised force sensor system alarm during the basic occlusion test due to loose flush drive support disk. Unable to perform prime test, excessive no delivery test and occlusion test due to compromised force sensor system alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that insulin pump alarmed for compromised force sensor system. Troubleshoot was performed. Drive support cap was normal. Customer¿s blood glucose was unknown at time of incident. Product will not be return for analysis.